Event description:
The customer contact reported sparks and charring. The device was returned to the central processing dept with a unsigned note that stated, "this machine sparks; plug is burnt." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the female end of the ac power cord was charred. No add'l info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.